Manufacturer narrative:
Product was not available for eval and root cause analysis. This report mailed in to FDA on: 10/13/2006.

Event description:
Reporter noted posterior capsule tear occurred (cause was not provided). During anterior vitrectomy the coaxial infusion sleeve stuck in the incision when dr attempted to remove, and a piece (unspecified) fell into the vitreous. Add'l info rec'd 10 days later from surgeon noted this was an extremely dense cataract. Phaco tip occlusion tone kept sounding, then it would repel nuclear fragments, rather than aspirate. Changed handpiece, same problem occurred. Since this was a very short eye (20mm), and chamber was very shallow, simply opened wound and lifted out pieces of nucleus. She did not feel this was equipment failure so much as her decision not to increase the power. Case completed with ac iol implanted. Decompensated cornea post-op.